Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that the patient suffered from the following on account of her asr left hip implant: progressively increasing hip pain that goes down into her left leg making it impossible for her to bend her leg or walk; a rash near her incision site that has not gone away. Update (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Update rec¿d (B)(4) 2014 - sales rep reported revision. Patient revised for pain. Update rec¿d (B)(4) 2014 - medical records received. Upon revision, a loose acetabular cup and black corrosion on the taper were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.